Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal two tampons fell apart into two pieces. She was able to manually remove the remaining tampon pieces. She reported she also had the string pull out of a tampon upon removal. She manually removed the tampon in one piece. She indicated she was fine and did not seek medical attention.